Manufacturer narrative:
Please note that initial report has been submitted under passive floor lift maxi move. However, in course in investigation it was established that failure which occurred was sling related so section d1, d3, d4, g1 and 2 has been updated. On 2019-aug-12 arjo was notified about incident which occurred with involvement of maxi move passive floor lift and disposable clip sling (flite). It was stated that during patient's transfer one of the slings strap failed and ripped. As the consequence of the event patient did not sustain any injuries. The involved sling was not available for the investigation, therefore it was not possible to perform technical expertise, which could indicate the exact failure and cause of the claimed issue. Based on our product knowledge the most probable defect which might have occurred was shoulder strap ripping failure. According to arjo qualified representative lift involved in the event was found be in a good condition with only signs of normal wear. Few most likely scenarios could be pointed out: neglected inspection of the sling before transfer or overloading of the sling (the wrong size of sling used). As per sling instruction outlined in the clip slings instructions for use (IFU 04.sc.00-int1_7), the caregiver is obligated before every use to check all parts of the sling for fraying, loose stitching, tears and damaged loops. If any part is missing or damaged, the sling should be withdrawn from use. However, the assumption that the facility staff did not follow procedures provided in the IFU (instruction for use) cannot be confirmed, due to limited information available. The other probable scenario includes broken stitching due to the application of the external force. The sling could be pulled during the transfer in the opposite direction in normal use which can be caused by the caregiver pulling the straps that way by hand, or, a much higher strain, when the strap/sling has become caught in an obstruction. The third hypothesis might be related to incorrectly sewing of the strap during the manufacturing process. The nonconforming sewing process can be caused due to the coil of wire mixed on the line or temporary disruption of sewing machine parameters cannot be excluded. The above-mentioned scenarios are the most likely ones, however the sling was not available for the evaluation so none of them could be confirmed with certainty. Due to limited information received, we are not possible to indicate contributing factor that might have led to this particular event. To sum up, disposable loop sling (flite) and floor lift were used for the patient's transfer and in that way contributed to the alleged event. It was reported that the sling strap ripped and from that perspective did not meet manufacturer's specification. The complaint was decided to be reportable in abundance of caution due to the lack of detailed information regarding circumstances and product failure.

Manufacturer narrative:
Additional information will be provided upon investigation conclusions.

Event description:
On 2019-aug-12 arjo was notified about the incident which occurred with involvement of maxi move passive floor lift and disposable clip sling (flite). It was stated that during patient's transfer one of the slings strap failed and broke. The patient did not sustain any injuries. However, the sling involved in the event has been discarded so detailed information regarding product failure which occurred as well detailed information regarding transfer remains unknown.